Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported actions/interventions included the "pump turned down if restarts." It was noted that "overdose was unlikely." The cause of the motor stall was not determined. The motor stall and pain and cramping has not been resolved. The patient's weight at time of event was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that pump had not been working for over a year; saline was put into the pump and it was removed due to motor stalls. The caller stated that during the revision surgery the healthcare provider (hcp) performed an intra-operative dye study and found that the catheter was pooling dye at the spinal segment; the catheter was tied off and kept in the patient. It was reported that the entire catheter and pump were then replaced and the newly implanted catheter was placed in a lower area of the spine from the previous catheter. No symptoms were reported. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was unclear what the cause of the leak was. It may have occurred during dissection/accessing the pump reservoir or potentially previous refill needle puncture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump went empty. The rep had access to a physician programmer and it was reported that the empty pump alarm was occurring. The patient's pump wasn't refilled due to a previous motor stall. The rep reported the healthcare professional (hcp) did not plan to refill the pump. The rep reported that the hcp will likely program a false reservoir volume so they can silence the alarm. No symptoms were reported. The pump had been in minimum rate since may. The concentration of morphine was 4mg/ml and the dose was at minimum rate, 0.7513mg/day. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly/corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 4mg/ml morphine at 1.75mg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump logs showed a motor stall occurred on (B)(6) 2017 at 00:59 and the tube set message occurred on (B)(6) 2017. The patient had an increase in pain and cramping of the legs. It was stated the symptoms got progressively worse over the weekend of (B)(6) 2017. No further complications were anticipated/reported.